Manufacturer narrative:
H3- device evaluation : lens was returned dry, in a microcentrifuge vial. There was residue on the lens surface. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -9.00/2.00/95 (sphere/ cylinder/ axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. It was reported that the lens was removed within the same surgery and phaco-emulsification and iol implantation was performed on the same day due to lens opacity (asc). The reporter stated that the opacity was observed on the day of surgery, the patients condition is well now and ucva is 20/32.